Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: -evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. -evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the insertion tube. There was no patient involvement.